Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - submission date 12/23/2014- additional information: the reporter called back on 12/18/2014 and provided the following information regarding the display issue: there was no evidence of moisture or corrosion in the pump; contrast reset did not resolve the dim display issue; the screens can be read/maneuver safely.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim. No additional information was available. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.